Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3888-33, lot# va03bqf, implanted: (B)(6) 2013, product type: lead. Product ID: 3888-33, lot# v643872, implanted: (B)(6) 2013, product type: lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3998, lot# v291951, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The patient experienced acute pain. Since the device was implanted he has had shoulder pain when he lays down. His doctor told him it was due to pressure points where the lead was place. It was noted that to place the lead a muscle was moved and a piece of bone was taken out. He has pain ¿that hurts so bad¿ right where the epidural lead was placed at t10. A ¿sharp piercing pain¿ began today at 4:00. He has been ¿taking it easy¿ since implant and there have been no trauma or falls that could have contributed to this issue. He was prescribed to administer two vicodin every six hours. He tried charging his ins but was having issues with coupling bars/communication. The ins was off. There were bandages present over the pocket site. He has three ¿gashes¿ where the surgery was done and had to change the bandage due to getting it wet. He has an appointment with his doctor on (B)(6) 2013. Additional information reported indicated that the patient experienced a loss of therapeutic effect following a bowel movement on (B)(6) 2013 and had to increase stimulation because he was not feeling anything anymore. He could ¿barely feel stim at this point¿. There have been no falls or trauma. He had the stimulation at 80v for the left leg and now it was at 200v. A call ¿your doctor¿ message displayed on his patient programmer but was uncertain if there was a code associated with it. The message was unable to be duplicated. His doctor appointment was scheduled for (B)(6) 2013. His stimulation was currently on and on group a. Program 1 stated 270v which was for the left leg and program 2 stated 280v for the right leg. He also has program 3 and 4 which was used for the right and left side of his back. Program 3 read 590v and program 4 read 460v. The company representative confirmed met with the patient and impedance tests were conducted which were within normal range. There was nothing abnormal to report. The patient has had a normal follow up visit with his doctor and there appeared to be no problems with the device. The patient did see a ¿call your doctor¿ icon on his controller but was unable to be replicated at his doctor visit. No problems were found during impedance testing and thru synchronization of the controller. Everything appeared to be working properly. The patient experienced problems with his recharger and received ¿getting a black a¿ on the screen. He saw his managing health care provider (hcp) on (B)(6) 2013 and an x-ray was taken to see if anything was out of place. His doctor told him ¿everything was fine¿ and that the device needs to be adjusted because it was not in the ¿right spot¿. It was clarified that 3 days after implant he had a bowel movement and the ¿whole machine felt like it was shut off¿. It was confirmed that the company representative has met with the patient on multiple occasions. The patient insisted that his device behaves erratically and does not work properly. Each time the device is checked it appears that nothing was wrong and that is was accurately tracking his movements. It comes down to patient education issue. He has been educated on why the device does what it does. He has been re-educated. Most of the issues have surrounded the sensor technology and what he was seeing on his patient programmer. He has been unwilling to listen to what the company representative has been saying and insistent that the device does not work correctly. One of his problems on (B)(6) 2013 was the device read that he was upright and mobile when he believed he was standing still. The device was programmed to change to upright position (from upright and mobile) after 2 minutes of no motion. It was working exactly as expected since he had just been walking (this delay is adjustable). Since he was insistent there was a problem with the sensor, it was suggested to turn off the sensing feature and turn it to a traditional stimulator. The same stimulation as the trial. This was offered several times during a 75 minute visit and he did not want to turn off the feature. The device appeared to be picking up his positional changes correctly, but the orientation was reset anyway to ensure the best outcome possible along with new voltages programmed. He was re-taught on the device with each position. Upon completion of this exercise, the company representative left the room and asked him to try each position to ensure it was good before he left. When the company representative returned the patient said the device changed by itself from 3.8volts to 4.2 volts in the upright position. Since the 8840 was just connected to his device, it was shown to him that the device had been programmed to 4.2v and it was still on 4.2v. His next doctor visit was on (B)(6). It was noted that a few days after his (B)(6) appointment, he was not having any problems after the changes were made. The x-rays were taken due to the patient thinking that the leads were not working after the bowel movement 3 days after the procedure. The x-rays showed everything was where it was during the intra-op x-rays and that there was no movement. All 3 leads were reprogrammed with no problems being reported at the visit.